Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead exhibited increased threshold measurements due to lead dislodgement. Surgical intervention was performed and attempts to reposition the lead were complicated by helix issues. The lead was removed from the body and the helix function was tested outside of the body; the helix functioned normally. The lead was then repositioned more to the right intra-atrial septum and was successfully secured to the heart wall. The lead remains in service. No additional adverse patient effects were reported.